Event description:
The customer reported via phone call that the insulin pump alarmed button error and that there was no response from any button. The customer's blood glucose was 7.3 mmol/l. The customer performed a battery change, but the anomaly persisted. The customer confirmed that the buttons were not pressed for longer than three minutes. The customer also stated that the insulin pump was not bumped or dropped. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube window corners, cracked battery tube threads, minor scratches on the lcd window, broken reservoir tube lip and missing the reservoir tube o ring.